Manufacturer narrative:
As reported, resistance was felt while inserting a 6/7f mynxgrip vascular closure device (vcd) into the patients body. The sealant was deployed externally by the user mistakenly after removing the mynx. Manual compression for 20 minutes was used to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel that the device was used in was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user was trained to the device. The device was prepped and stored per instructions for use (IFU). The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal tip with stopcock closed. The advancer tube was found remained inside the shuttle cartridge tubing engaged with the proximal tamp lock. The sealant was not returned. The returned device atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. The syringe and the procedural sheath were not returned with the device. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. The procedural sheath was not returned; therefore, a simulated test to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, resistance was felt while inserting a 6/7f mynxgrip vascular closure device (vcd) into the patients body. The sealant was deployed externally by the user mistakenly after removing the mynx. Manual compression for 20 minutes was used to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel that the device was used in was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user was trained to the device. The device was prepped and stored per instructions for use (IFU). The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, resistance was felt while inserting a 6/7f mynxgrip vascular closure device (vcd) into the patients body. The sealant was deployed externally by the user mistakenly after removing the mynx. There was no reported patient injury. The device will be returned for evaluation.